Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be dim and discolored and the display lens was cracked around the edges. A test screen was inserted for investigation and was found to function properly. During evaluation, the keypad was found to be torn over the up arrow and ok buttons, exposing the key contacts. The ok button was found to be unresponsive and the key contact was missing. The other keypad buttons responded appropriately. The keypad cover was removed and there was evidence of contamination found under all the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored and the display lens was cracked around the edges. Evaluation also revealed that the ok keypad button was unresponsive and the ok contact was missing. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.